Event description:
It was reported that during a laparoscopic distal pancreatectomy and laparoscopic splenectomy procedure, while stapling across two staple lines the device only fired 3/4 of the way through the tissue and locked out. They could not get it unlocked even after pushing the reverse knife button. The device would not release. The surgeon finally pulled the device off the tissue. This resulted in minimum bleeding that was controlled by stapling with a gray cartridge. The procedure was completed with a new device. No impact to the patient reported. On what tissue type was the device used? At what location on the tissue? By pancreas. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? (B)(4). During which stroke did the event occur? Third. What color cartridge was being used? White or gray. What other color cartridges were used before and after this event? Gray. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Device locked 3/4 of firing stroke, device would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one sc45a device was returned in good visual condition and with one ecr45m cartridge reload loaded in the device. The cartridge reload was received fully fired. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.